Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure for sclerotherapy for gastric varices performed on (B)(6) 2013. According to the complainant, after the device was flushed, it was noted that the distal end of sheath was torn. No other damage was noticed with the device. The packaging was also not noted to be damaged. Another interject therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B)(4) for the reported event of catheter being torn. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident that the sheath was damaged. The needle was retracted when received. There was a tear near the distal end of the outer sheath. There were no kinks on the inner and outer sheaths. The tear was reconstructed for a functional evaluation. When the inner hub was actuated, the needle extended and retracted without issues. Based on the event description, the issue was noticed outside patient during preparation. Most likely, due to some aspect of handling the device prior to use in the procedure, the working length was damaged. Therefore, the most probable root cause for this complaint is handling damage.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure for sclerotherapy for gastric varices performed on (B)(6) 2013. According to the complainant, after the device was flushed, it was noted that the distal end of sheath was torn. No other damage was noticed with the device. The packaging was also not noted to be damaged. Another interject therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.